Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Although requested, additional event and patient information was not provided by reporter as of the submission date of this report. This report is for one, unknown tomofix plate. Part and lot numbers are not available for reporting. It is unknown if the subject device will be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that an unknown tomofix plate had fractured postoperatively. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2017 and it was determined based on this information that the reported plate is not manufactured by synthes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2017 and it was determined based on this information that the reported plate is not manufactured by synthes.